Event description:
It was reported that a revision surgery was performed on patients right knee. Timeline: on (B)(6) 2019 fever symptoms begin. On (B)(6) 2019 patient visited the hospital. On (B)(6) 2019 revision surgery. Irrigation and drainage performed. Insert removed and replaced.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that no relevant clinical medical information was provided to conduct a thorough medical assessment. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Infection is a potential complication associated with any surgery. Some potential probable causes could include contamination, patient reaction or a post-operative healing issue.